Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates and the pump functioned properly. No blank display or display anomaly noted, however battery tube was corroded. All operating currents were normal. No unexpected low battery or off no power alarm noted. No moisture damage inside pump noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
It is reported that a customer insulin pump would not turn on even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.